Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's husband did not mention any symptoms. Customer's blood glucose value was 270 mg/dl at the time of the call. Customer's husband did not report when the high blood glucose levels began on and if they contacted their healthcare professional. Customer's husband declined to troubleshoot for high readings. The product was not returned for analysis.